Event description:
Patient reported, a left side deflation. Healthcare professional, later confirmed, a left side deflation. Healthcare professional, additionally reported, "hole in valve" and "plug strap separated". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, openings assessed, as fold flaw opening. Plug strap separated: not observed. Valve leak and/or damage: not observed. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient reported a left side deflation. Healthcare professional later confirmed a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported "hole in valve" and "plug strap separated". Device has been explanted.